Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 93 mg/dl. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.